Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. Did the jaws of the device eventually close? Closed before firing but not after on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? When cartridge ¿flicked out¿ the inner part of cartridge still in gun and knife blade still visible.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the healthcare professional has told me on the phone the following. It was a "nasty" appendix so the surgeon decided to use the device with a blue reload. The gun fired as expected; however, the gun was released with difficulty. The jaws would not close properly after firing so it was difficult to remove the gun through the trocar. The healthcare professional managed to remove the reload from the gun but the inner part of the cartridge remained in the gun. The knife blade was still visible. The staple lines seemed ok so there was no need for any intervention. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received with the firing mechanism damaged; additionally the knife and wedges were exposed. A 6r45b cartridge reload was present; it was noted fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional testing could be performed due to the condition of the device. However, the device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.